Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had partial display. The customer's mother also reported that the insulin pump had a missing o-ring. The customer's blood glucose was 203 mg/dl at the time of incident. The customer's mother stated that the screen was blanking out. The customer's mother stated that the display did not return to normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector on the lcd. The insulin pump had completely broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.